Manufacturer narrative:
The insulin pump was received with no audio tone and beep during self test due to broken transducer wire. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that she experienced audio anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would not beep like it should be. The customer stated that she noticed that the insulin pump did not beep when she bolus. The customer stated that she tried every audio setting but there was no sound. The customer performed self test. The customer stated that the insulin pump had no sound during tone test but vibrated during vibrate test. The customer declined to put the insulin pump on vibrate mode. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.